Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hub detachment occurred. It was reported that the physician had also noticed that the hub on the vizigo sheath was broken. Damage was on the hub of the sheath. There was no patient consequence.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hub detachment occurred. It was reported that the physician had also noticed that the hub on the vizigo sheath was broken. Damage was on the hub of the sheath. There was no patient consequence. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. As such, the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device 00001818 number, found no internal action related to the complaint during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).